Manufacturer narrative:
Concomitant medical products: product ID: 1888tc lead (x2), implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) pocket was eroding due to the left ventricular (lv) lead's suture sleeve wings. The pocket is to be revised to address the patient's discomfort. The system remains in use. No further patient complications have been reported as a result of this event.